Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result of 5.9 mmol/l at 9:45 p.m. On the aviva system while having hypoglycemia. The patient had symptoms of feeling weak and shaking. The patient's blood glucose result was 3.9 mmol/l on a competitor device. The patient was treated by her mother with dextrose glucotabs and peanut butter toast. The patient had 2 hypoglycemia events between 9:45 p.m. And 12:00 a.m. Return of the suspect device was requested for evaluation.